Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. Unable to perform the displacement test and unexpected restart error test due to no button response. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Moisture was under the lcd screen. The insulin pump alarmed unexpected restart. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.